Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endoanchors were implanted in a patient for the endovascular treatment of a 71mm abdominal aortic aneurysm. An endurant cuff and left renal stent were also implanted during the procedure. A non-mdt (gore excluder) stent graft system was previously implanted in the patient 2 years prior and the endoanchors were implanted for the treatment of a type ia endoleak and migration. Approx.. 3.5 years post index procedure, a possible type ia endoleak at the proximal stent graft with lack of apposition to the posterior aspect was reported. It was additionally reported the patient had been continuously losing weight with intermittent abdominal pain intervention was performed 2 months later where an additional 3 endoanchors were placed at the proximal edge of the stent graft. It was reported the procedure was successful the site assessed the event as probably related to the implanted endograft no additional clinical sequelae were reported and the patient is fine.